Manufacturer narrative:
Carefusion requested additional information from the distributor in (B)(4) regarding the reported event and status of the patient. As of (B)(6) 2015, there has been no response from the distributor in (B)(6). (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning compressor assembly. The distributor in ecuador was shipped a replacement compressor assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in ecuador for the return of the alleged faulty compressor assembly for evaluation. As of the (B)(6) 2015 the alleged faulty compressor assembly has not been received.

Event description:
The distributor in (B)(6) reported that while in use on a patient the device's internal air compressor stopped working and the device stopped cycling.

Manufacturer narrative:
Following the submittal of the initial medwatch report on (B)(6) 2015 carefusion noticed that the patient code was incorrect. This follow-up medwatch report is being submitted to provide the correct patient code. (B)(4).